Event description:
A report was received on 23 jan 2024 from the critical care nurse (ccn) of a male patient of unspecified pathology, who stated blood was observed leaking from the cartridge during a continuous renal replacement therapy (crrt) on (B)(6) 2023. Additional information was received on 30 jan 2024 from the ccn who stated the patient did not experience any symptoms or require medical intervention. Following the event the patient continues to treat using the nxstage system.

Manufacturer narrative:
No product was received for evaluation. Photos were provided which showed the presence of blood outside the extracorporeal circuit. The origin of the leak could not be determined. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.